Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the software in the patient care unit displays a message on the screen stating that it is not plugged in to an ac outlet, even if it is. The customer further noted that the software purely refers to the program they see when they look at the screen of the pcu when it is on, and booted up without issue. There was no patient involvement.